Event description:
It was reported that the patient presented in clinic with high ventricular rates and noise. The sensitivity was reprogrammed successfully. The patient would be followed normally and was in good condition.